Event description:
It was reported that there was connection issue between the patient connector of a minicap extended life pd transfer set and the titanium adapter. This occurred before peritoneal dialysis therapy. The transfer set was replaced and the titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak testing, clear passage testing, clamp function testing, and integrity of seal surface testing was performed with no issues noted. The reported condition was not verified. The returned sample met specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.